Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos singleboard computer and reloaded calibration files. The system operates as intended.

Event description:
The customer reported the system displayed a communication failure error message and the system locked up. There is no report of pt injury or death.